Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead showed loss of capture (loc) with intermittent conduction. Several programming options were discussed. The lv remains in service. The device was reprogrammed as a resolution. Additional information was received mentioning the lv lead continued showing loc and thresholds were higher than the programmed output. No adverse patient effects were reported.